Manufacturer narrative:
Five sets were received for investigation. The sets were visually inspected. No evidence was found that plasma separation had been performed. The donation bag was connected to the leukoreduction filter by the tubing, but the fluid path was segmented by a slide clamp. Samples were taken from the sets and tested for hemolysis. Hemolysis was confirmed, however the sets may have been affected by uncontrolled temperatures during shipping. Hemolysis testing was performed on the cationization and super-cationization membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed with no issues noted. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following: characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Event description:
The customer reported that they had 30 instances of hemolyzed plasma since (B)(6) 2012. Patient information is not available at this time. This report is being filed due to device malfunction that has the potential for injury.

Event description:
There was not a transfusion recipient or patient involved at the time of the component processing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
(B)(4). Investigation: the customer placed a quality hold on this lot number. The terumo (B)(4) performed a site assessment and made some suggestions on customer best practices. The customer instituted the suggestions and noted an improvement on the appearance of the units. A confidence was restored in the lot number and the customer placed the blood bags back in use. After the bags were used the customer noted (B)(4) instances of red tinged plasma, which were returned for investigation. The (B)(4) disposable sets were received for investigation. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided